Event description:
After sterilization of the device, the user reported that the image displayed through the endoscope was blurry. No other details regarding the nature of the event were provided. Since the event occurred after sterilization of the device, there was no pt involvement.